Event description:
On (B)(6) 2011 at 8:30 a.m., a patient was found having a seizure and was tested with the advantage system. The patient's reading was 180 mg/dl. The patient was not treated at that time, but the emts were called and the patient arrived at the hospital within 15 minutes. The patient's blood glucose was drawn at 8:45 a.m. And the result was reported back at 9:40 a.m. As 36 mg/dl. The patient was treated with 50 ml of d50 glucose at 11:35 a.m. The patient was given another 50 ml of d50 glucose at 2:45 p.m. Patient was admitted to the hospital and released on (B)(6) 2011 at 4:00 a.m. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It is unknown whether the initial reporter sent a report to FDA.